Event description:
It was reported two months after implant that the patient's right ventricular (rv) lead had shown a decrease in r-wave size and had lost slack. An attempt was made to reposition the rv lead for better r-wave size but when the location was found the helix of the lead would not extend. The rv lead was explanted and replaced. It was also reported that the patient's left ventricular (lv) lead had also lost slack but was found to be dislodged. The lv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The analyst commented that visual summary analysis of the lead indicated apparent explant damage. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.